Event description:
The pt is a (B)(6) female with both of her hip and knee joints replaced. On (B)(6) 2012, the pt had a femur fracture and the subject plate was implanted. The plate broke on (B)(6) 2012. The pt was revised to a zimmer product on (B)(6) 2012.

Manufacturer narrative:
The mfg documents were reviewed and no complaint related issues were found.